Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that phacoemulsification was not working on the ophthalmic console. The handpiece was exchanged but the issue was not resolved. The console was exchanged. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received clarified that during a cataract extraction procedure after capsulorhexis when attempt was made for phacoemulsification the phaco handpiece did not work upon pressing the footswitch. There were no system messages displayed. The surgery was completed using alternate console. No patient harm reported. No surgical intervention required.